Manufacturer narrative:
One infusion pump has been returned for investigation. Visual inspection of the pump found it to be in good physical condition. Pump underwent delivery accuracy testing three seperate times. The customer reported complaint has been confirmed as at least one of the three delivery tests was outside the specifications. The problem source is unknown. However, the expulsor was replaced to resolve the complaint.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump was under delivering. No adverse effects were reported.